Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum and the energy test were performed successfully. The energy was stable during the whole day. Logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient¿s left eye was successfully performed without any problems. The logfile shows that the bcc (beam control check) for left eye was done about four minutes before laser fired instead of immediately before firing. The thickness of the flap was thinner than the recommended flap thickness. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. Treatment report shows a decentered suction ring and a decentered flap, as well as possible liquid built up on the external side of the flap, leading to an uncut area. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. With current information a device malfunction can be excluded, however root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated, irregular flaps occurred in the left eye only.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with irregular and torn during lasik procedure in the right eye. Procedure aborted. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.